Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometriosis ('reproductive system disorder or condition type of disorder or condition: 2nd stage endometriosis') in a 30-year-old female patient who had essure (batch no. 810889) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastitis, blood in urine, bronchitis, streptococcal sore throat and chronic headaches. Concurrent conditions included drug allergy, ovarian cyst, nausea, appetite lost, left lower quadrant pain, flank pain, proteinuria, joint pain, back pain and myalgia. Concomitant products included alprazolam (xanax) since 11-aug-2011, fluoxetine hydrochloride (prozac) since (B)(6) 2011, hydrocodone bitartrate;paracetamol (lortab) since (B)(6) 2011 and promethazine since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In june 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 5 years 3 months after insertion of essure. In august 2016, the patient experienced endometriosis (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and ovarian adhesion ("reproductive system disorder or condition type of disorder or condition: filmy adhesions on right ovary"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, diagnostic hysteroscopy. And fulguration of stage 2 endometriosis). Essure was removed in august 2017. At the time of the report, the pelvic pain was resolving and the endometriosis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, ovarian adhesion and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, ovarian adhesion, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2016 and aug-2017 insertion details showed that the left tubal ostium was cannulated; two coils of essure were visible and right tubal ostia was cannulated; two coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2011: impression: left ovarian 2.5 cm complex cyst versus neoplasm. Ultrasound scan vagina - in may 2011: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs+mr received. Lot number received. New events: abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: filmy adhesions on right ovary 2nd stage endometriosis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain were added. Outcome for pain added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions, drugs added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometriosis ('reproductive system disorder or condition type of disorder or condition: 2nd stage endometriosis') in a 30-year-old female patient who had essure (batch no. 810889) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastitis, blood in urine, bronchitis, streptococcal sore throat and chronic headaches. Concurrent conditions included allergic reaction to analgesics, ovarian cyst, nausea, appetite lost, left lower quadrant pain, flank pain, proteinuria, joint pain, back pain and myalgia. Concomitant products included alprazolam (xanax) since 11-aug-2011, fluoxetine hydrochloride (prozac) since 11-aug-2011, hydrocodone bitartrate;paracetamol (lortab) since 11-aug-2011 and promethazine since 11-aug-2011. On (B)(6) 2011, the patient had essure inserted. In june 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 5 years 3 months after insertion of essure. In august 2016, the patient experienced endometriosis (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and ovarian adhesion ("reproductive system disorder or condition type of disorder or condition: filmy adhesions on right ovary"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, diagnostic hysteroscopy and fulguration of stage 2 endometriosis). Essure was removed in august 2017. At the time of the report, the pelvic pain was resolving and the endometriosis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, ovarian adhesion and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, ovarian adhesion, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: 04-aug-2016 and aug-2017 insertion details showed that the left tubal ostium was cannulated; two coils of essure were visible and right tubal ostia was cannulated; two coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on 11-aug-2011: impression: left ovarian 2.5 cm complex cyst versus neoplasm.. Ultrasound scan vagina - in may 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.